Event description:
It was reported that during an open esophagectomy procedure, the clip fell out from the jaws on the way. Another device was used to complete the case. There were no adverse consequences to the patient. No device will be returning.

Manufacturer narrative:
(B)(4). Date sent: 03/26/2012. Information is unavailable; device was not returned for evaluation.